Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes the patient has developed kidney stones, nodes on both of her lungs,breast cancer and heart problems while on this device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused to developed kidney stones, nodes on both of her lungs,breast cancer and heart problems while on this device.the patient did not report to receive any medical intervention. After first attempt to have the device and components returned for evaluation and investigation was unsuccessful and customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed.